Event description:
On 8/14/98 the pt had an 'austin' osteotomy performed on the first metatarsal, which was fixated with a bone screw (which foot unk). The pt was early to mid 40's with 'normal' bone density. The surgeon discovered that the bone screw fractured approx two weeks post-op and removed the broken screw on 9/2/98.